Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed scratches to the lcd lens. The tamper seal was not broken. There was no evidence to review in the device's event history log. Three accuracy tests were performed as part of the functional test and the reported issue was duplicated. The pump was found to be under delivering to the manufacturing specifications. The cause of the reported issue was undetermined. As a result, the expulsor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown, d3, g1, and g2 email is: (B)(6).

Event description:
It was reported that the pump failed volume test during testing. No patient injury was reported.